Manufacturer narrative:
Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components. Intraoperative warnings: breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
On (B)(6) 2021, surgeon used a shoreline inserter (86-0012) to implant a waveform c implant. During the procedure, it was observed that the distal tip of the shoreline inserter had snapped off and the fragment remained in the interbody. The surgery was noted to have completed with no complications. It is unknown if all fragments were removed and accounted for. Unknown if fragments were removed and accounted for.